Event description:
It was reported to covidien on (B)(6) 2014 that a customer had a non-specific issue with a scd controller. The unit was returned to a local covidien service center and a service technician found burn marks on the power cord insulation, revealing inner copper wires.

Manufacturer narrative:
One scd express compression system was returned for investigation. Initial inspection of the power cord showed it failed to meet operational specifications because of burn marks on the power cord insulation, exposing the internal copper wires which presented an electrical shock hazard, identifying a failure within the unit. The root cause of the power cord failure can be attributed to rough handling. Power cords periodically require replacement due to age, usage and user damage. The service manual instructs the user to periodically inspect the power cords resistance to ensure its electrical safety. The power cord was replaced to correct the problem. The unit was tested in triage where it failed as well as an internal short on the control board. Control boards were replaced to correct the problem. Broken rear and front case bosses, muffler and battery were also repaired. The scd was fully tested and passed all operational specifications. The scd express was manufactured in 2007. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. This information will be utilized for trending purposes to determine the need for corrective action.

Manufacturer narrative:
Submit date: 10/27/2014. An investigation is currently underway. Upon completion, the results will be forwarded.